Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: n/a. Software version: n/a. Color: pink. Battery life remaining: n/a. The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark and high resistance while dispensing due to dust/debris under the dose button, on washer, on the dose detent and dose knob. However, after attempting several times dispensing doses the debris got dislodged and inpen function properly. No cosmetic damage was noted per visual inspection.

Event description:
Medtronic received information that leadscrew anomaly occurred. There was no adverse impact or consequence reported as a result of this event.